Event description:
The clinic requested equipment svc after noting a water leak from the bottom of the machine. Gambro technical services (gts) diagnosed a leak to atmosphere from the air separator assembly. The assembly was replaced but was not returned to the MFR. Because the source of the leak was identified in the field, however, return product is not required in order for the MFR to draw a reasonable conclusion. No pt involvment was reported.